Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low voltage/red battery alarm while changing from the mobile power unit (mpu) to batteries in the morning. When the patient disconnected one lead, the controller alarmed that the patient was drawing power from their backup battery. The patient attached the first battery and the alarm resolved. No apparent damage to the controller or mpu reported to writer. Related MFR # 2916596-2023-06660.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted system controller periodic log file contained approximately 255 days of data (16dec2022 at 09:32:19 ¿ 28aug2023 at 09:04:56 per the timestamp). Between 22aug2023 at 09:05:12 and 23aug2023 at 09:05:09, the system controller backup battery usage count was observed to have increased from a usage count of 13 to a count of 15. The increases in the usage count indicates that losses of power had occurred resulting in the system controller backup battery activating to support the system; this is consistent with the timeframe of the reported event date of 23aug2023. The periodic log file only collects data at specified time intervals rather than upon the detection of an event, therefore, the exact time that the usage count increased and the initial conditions that caused the losses of power could not be determined from this log file. No notable alarms were observed in the log file. The submitted system controller event log file contained approximately 5 days of data (23aug2023 at 13:14:12 ¿ 28aug2023 at 12:47:17 per the timestamp). No atypical no external power alarms were observed in the log file. Additional information provided communicated that no products would be returned for analysis and that a cause for the atypical alarms was not identified. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 07jan2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, power cable disconnect, and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was seen in the clinic for equipment inspection and additional troubleshooting. While the patient was in the clinic all connections were secured. The patient's clips and batteries were cleaned. The mobile power unit's prongs were examined. The patient's batteries had been swapped out within the last year and were previously calibrated in jul2023. The reported issue was unable to be replicated during the session with the ventricular assist device (vad) coordinators.